Event description:
It was reported that during a thyroidectomy procedure, the jaws of the device dropped off into the patient. Another instrument was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.